Manufacturer narrative:
H6 - health effect - clinical code: bacteremia (4846). Manufacturer's investigation conclusion: the pump was not returned for evaluation. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient had pseudomonas bacteremia reoccur on 19feb2023, which elevated the patient on transplant list.

Manufacturer narrative:
H6: 4846 - bacteremia. Onset pump infection was submitted under MFR# 2916596-2023-03266. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcome that the patient underwent heart transplantation due to pump infection. The cultures positive for pseudomonas. The patient was treated with antibiotics and chronic oral suppression.